Event description:
The implantable neurostimulator system was explanted, because the patient was physically unable to charge the device.

Manufacturer narrative:
The neurostimulator has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.